Manufacturer narrative:
(B)(4). Additional concomitant medical products: vanguard cr ilok fem-rt 65 catalog # 183008 lot # 402990; biomet cc I-beam tray 67mm catalog # 141222 lot # 030630; gentamicin bone cement catalog # 8015-040 lot # 1927209; bmet arcom ap pat w/wire 31mm catalog # 11-150826 lot # 234430. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-08597. Product location is unknown.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to wear.

Manufacturer narrative:
The explanted products were not returned for evaluation but photos were provided for review. Review of the photographs confirmed the reported event of wear. The patella shows signs of wear and some delamination where it would articulate with the femoral component. Review of the tibial bearing shows that the medial side of the bearing as well as the lateral-posterior section has delaminated and the material has begun to break off of the main implant body. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the x-rays identified: in the ap view, there is slight asymmetric joint space narrowing medially and minimal varus alignment. There is no evidence of component loosening. On the sunrise view, there is slight lateral patellar tilt and lateral patellar subluxation with asymmetric lateral space narrowing. The bone quality appears osteopenic. It was reported that the product was implanted for 12 years and the wear was due to the age of implant, however a definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.